Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The returned guidewire was received separated in two sections. The broken/fractured area was located approximately at 314cm from the proximal end. The proximal section of the guidewire was kinked approximately at 4cm, 262.5cm from the proximal end. The distal section of the guidewire had the core wire broken/fractured, one section measured approximately 14.5 cm between the two broken areas and the second section was attached to the solder ball tip and it measures approximately 1.1 cm. The spring tip remained attached to both separated sections. No more damages were found in the device. Dimensional inspection of the rotawire revealed the components were within specifications.

Event description:
It was reported that rotawire became separated. The 100% stenosed target area was an in-stent restenosed vessel located in the moderately tortuous and severely calcified mid right coronary artery. A 325cm rotawire and a 2.15mm rotaburr were selected for use. During procedure, after passing the rotawire through, dilation was performed with a 1.0x5 non bsc balloon catheter. Then, the physician tried to insert ivus; however, it was unable to cross due to calcification. Due to severe calcification, rotablation was performed. After ablation by 1.75mm, a burr of bigger size was used so ablation was performed by the 2.15mm rotaburr. During ablation by the 2.15mm rotaburr, there was a speed decrease of 16,000rpm. When inserting a non bsc micro catheter to remove rotawire, it was noted that the rotawire became separated. Consequently, the separated part was completely removed by a non bsc micro basket and the procedure was completed with another device. Also, a stent was deployed on the lesion as normal treatment strategy and not for bailout. No further patient complications were reported and patient was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that rotawire became separated. The 100% stenosed target area was an in-stent restenosed vessel located in the moderately tortuous and severely calcified mid right coronary artery. A 325cm rotawire and a 2.15mm rotaburr were selected for use. During procedure, after passing the rotawire through, dilation was performed with a 1.0x5 non bsc balloon catheter. Then, the physician tried to insert ivus; however, it was unable to cross due to calcification. Due to severe calcification, rotablation was performed. After ablation by 1.75mm, a burr of bigger size was used so ablation was performed by the 2.15mm rotaburr. During ablation by the 2.15mm rotaburr, there was a speed decrease of 16,000rpm. When inserting a non bsc micro catheter to remove rotawire, it was noted that the rotawire became separated. Consequently, the separated part was completely removed by a non bsc micro basket and the procedure was completed with another device. Also, a stent was deployed on the lesion as normal treatment strategy and not for bailout. No further patient complications were reported and patient was good post procedure.